Event description:
It was reported that an ilet user experienced a touchscreen that was unresponsive to all inputs despite no visible damage, and a force restart did not resolve the issue; the device was replaced. Symptoms included hyperglycemia with a reported blood glucose of 387 mg/dl after insulin supply was exhausted overnight and the user was unable to change it. Outcomes included the user seeking backup therapy guidance from their healthcare provider. Investigation included customer troubleshooting by force restarting the device and arranging replacement. Investigation of this case revealed a device touchscreen malfunction that prevented interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the touchscreen.